Manufacturer narrative:
(B)(4). Only event year known: 2018. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure that the el5ml clip applier was not forming clips. It is unknown what device was used to complete the procedure. There were no adverse consequences for the patient.